Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a colonoscopy. It is reported that the patient's heart rate dropped to the 30s during the procedure, despite a lower rate limit of 40. The patient had polyps removed during this procedure.